Event description:
It was reported that air bubbles were observed in the infusion set cannula. The customer's blood glucose level ranged from 286-287 mg/dl. Reportedly, the customer delivered a 10.2 unit bolus to prime the tubing and resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.